Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the drill bit split. There was no patient consequence. This report is for a 2.0mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was received at us cq for investigation. A visual inspection noted that the drill bit was broken and that it was twisted along its axis of rotation so that some of the flutes were bent from the manufactured shape. No other defects were noted. Dimensional inspection: due to post manufacturing damage, a dimensional inspection cannot be performed on this part. Document/specification review: the following documents were reviewed: se_083158 rev. E (current). Se_083158 rev. D (manufactured). No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the drill bit was noted to have been broken and to have been twisted, likely due to excessive force. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 323.062. Lot: 21p6138. Manufacturing site: bettlach. Release to warehouse date: 24 october, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.